Manufacturer narrative:
Sample is expected to be returned.

Event description:
The caller, respiratory therapist, states that a caretaker reported that the twist lock portion of the tube is disconnecting. The inner cannula will not stay locked. The caller confirmed that decannulation and recannulation of a replacement tube is required.